Event description:
It was reported that during the procedure, the doctor complained that the hook of the unit would not cut through tissue while being used. It was further reported that upon commencement of the lateral release, it was noted that the hook was missing from the end of the unit. The hook was not seen in the tissue of the knee.

Manufacturer narrative:
Additional info will be provided once the investigation is completed.